Event description:
The device was implanted via v-p shunt to the patient with a brain tumor ((B)(6)-old boy) about 5 years ago. The exact doi and the initial setting pressure are unknown. After implantation, the setting pressure got changed every time after MRI scanning and the device could not be reprogrammed and could not set to the desired pressure. The device was removed in the craniotomy procedure to treat a brain tumor recurrence on (B)(6) 2015, and the patient is currently being followed without re-implantation of the valve.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 200mmh2o. The valve was visually inspected: it was noted that the base of the rickham has been pulled away from the rickham. The valve was tested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The catheters were irrigated with purified water; no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve failed the test. The valve was retested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve was then pressure tested at 200mmh2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3113, with lot cjdb0y, conformed to the specifications when released to stock on the 15th april 2008. The root causes of the programming problem could be due to biological debris found on the on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate, this however could not be determined. The root cause of the disconnected base of the rickham could be due to wrong handling, but this could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.